Event description:
During set-up of the patient with the exactrac auto-positioning process, the user recognized while visually monitoring the patient that the couch continued driving beyond the planned treatment position. The operator released the motion enable keys to stop the couch movement. There has been no patient or user injury reported by any hospital however under the observed rare circumstances a risk to patient health could not be excluded. The root cause and the according corrective action decision from brainlab's investigation was concluded on july 17,2008.

Manufacturer narrative:
There has been no patient or user injury reported by this or any other hospital however a risk to patient health could not be excluded. Summary of evaluation: this potential problem could be reproduced at brainlab using the same sw versions of exactrac as the initial reporter. Corrective and preventive action. - product notification- existing exactrac customers will receive a product notification information. - brainlab will provide a software update for the affected exactrac 5.0.2 and 5.5.1 customer.